Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately low readings. The patient obtained the blood glucose reading of ¿1.0 mmol/l¿ on the reported meter, and a result of 7.0 mmol/l on another meter. The patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not report experiencing any symptoms or medical attention. There was no indication that the product caused or contributed to an adverse event. However, as the issue was not resolved with troubleshooting, this complaint is being reported.